Event description:
It was reported that the device reached elective replacement indicator (eri) due to early battery depletion. The device was explanted and replaced. It was also reported that the pace/sense portion of right ventricular (rv) lead was capped and replaced due to an elevated pacing threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d224trk, biv ICD, implanted: (B)(6) 2011; 419688, lead, implanted: (B)(6) 2011. (B)(4).